Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact on the customer¿s blood glucose level due to this issue. The patient declined further follow-up from technical support.